Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned devices revealed both devices are intact. The liner has surface marring, scratches and discoloration. The ceramic head has surface marring in the inner diameter and on the lip of the outer diameter. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted metal transfer was observed at the edge of the chamfer on the underside of the head; potentially created by contact with a surgical instrument during removal of the device. Metal transfer was also observed within the head taper; potentially caused by contact with the stem taper. Discoloration due to absorption of biological fluid was observed on the backside of the liner. Deformation/burnishing, potentially caused by impingement with the neck of the femoral stem, were observed on the face of the liner. Damage, potentially caused by instrument contact during removal of the device, was observed below the spline of the liner. Total linear penetration was estimated to be approximately 4.4 mm. Based on the reported duration of service, linear penetration rate was estimated to be approximately 0.25mm/year. Similar penetration rates have been reported in the literature for non-irradiated, uhmwpe liners. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. We will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision hip surgery was performed due to wear. The femoral head and acetabular liner were exchanged.